Event description:
In 2009, the patient reported that the piston rod of his infusion device will not extend or retract. He stated that he noticed this on two days prior, while attempting to change the insulin cartridge and he switched to his backup infusion device. To troubleshoot, the patient was instructed to insert a new battery into the infusion device and to attempt to perform the change cartridge procedure. He stated that the infusion device made a "clicking" sound and the piston rod did not move. He stated that there was an insulin cartridge plunger stuck to the piston rod that he was unable to remove. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.